Event description:
It was reported that (1) lcsc5 was used with luke handpiece during a lap gastric bypass procedure. It was reported by the rep that the lcsc5 gave off a solid tone. It would not work even after the staff went through the troubleshooting steps. The surgeon changed blade and continued case without problem. There was no consequence to pt.